Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated, trop I es result occurred on a single patient sample processed on a vitros 3600 integrated system. The most likely assignable cause could not be determined, however the effect of sample processing could not be ruled out as having contributed to the event. The investigation determined that the customer had processed the patient sample outside the sample collection tube manufacturer's recommendations for centrifugation time and speed. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. There was no evidence to suggest that the vitros3600 or the tropi es reagent malfunctioned. There was no allegation of patient harm as a result of this event.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros tropi es result (0.062 ng/ml) from a single patient sample processed on the vitros 3600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The same sample was retested and the repeat result (repeat 0.019 ng/ml) was believed to be the accurate result. The higher than expected patient result was not reported outside of the laboratory and there was no report of patient harm as a result of this event. (B)(4).